Event description:
According to the reporter: the surgeon informed the sales rep that the visiport damaged the bowel on one of this parents. Even when the surgeon is not pulling the trigger, the knife blad caused damage. The pt has been in for multiple surgeries since then - the surgeon did not clarify if this was due to the bowl damage. The sales rep did not get anything more from the surgeon.

Manufacturer narrative:
(B)(4).